Event description:
According to the available information the slit at the top of the sheath felt stiff and did not open properly so the guidewire could not be detected. When the soft endoscope was used to check the ureter after tul, a flaw in the ureter was observed and was swollen.

Manufacturer narrative:
In july, we received one used sample but no information was received in order to determine incriminated lot number. Without this information we cannot do any documentary investigation. Functionality of sample was tested and no issue was observed with the two possibilities of use (guidewire inside or outside access sheath). Guidewire was positioned, and guidewire was pushed out when dilator was removed from the orange sheath, without difficulty. According to the investigation performed quality database was checked and revealed no anomaly registered in relation to the describe defect.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information the slit at the top of the sheath felt stiff and did not open properly so the guidewire could not be detected. When the soft endoscope was used to check the ureter after tul, a flaw in the ureter was observed and was swollen.